Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have multiple high priority alarms "cassette not attached properly" in the ehl. The cause of the customer reported problem was an intermittent downstream occlusion (dso) sensor. After investigation the results indicated a reportable malfunction due to the intermittent dso sensor. The manufacturer representative replaced the dso sensor, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that there was a "cassette partially removed" alarm. The customer returned the product for the "cassette partially removed" alarm, and during physical inspection it was found that the downstream occlusion (dso) sensor was intermittent. Found during testing, and there was no patient involvement.